Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on may 24th reported they did not know the date of the replacement surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (rep): it was reported that the cause of the high impedances and the burning, stinging lead pain was not determined and the issue had not been resolved yet. The rep reported that a revision had not taken place yet. The rep confirmed the information with the physician.

Manufacturer narrative:
Analysis of the extension (B)(4) found a reliability non-conformance. The stimulation extension body conductor was broken less than 5 cm from proximal end on 1 and 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, lot# (B)(4), serial# (B)(4), implanted: (B)(4) 2016, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a burning, stinging pain along their lead that started 3 weeks before the report. An impedance check was ran, and the electrodes 1 and 3 were high and out of range. It was reported that when the device was on, the stinging worsened, and the device had been off for 6 weeks. It was noted that the patient only used it when they got a migraine. The issue was not resolved at the time of the report, and a lead replacement was planned for resolution, but not yet scheduled. No further complications were reported.